Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported: the device failed to deploy. Manual compression was applied for 10 minutes to achieve hemostasis. The patient was not hospitalized and no antibiotic was given as a result of the event. There were no complications. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: peripheral common femoral artery sheath size 6f stick location: common femoral artery.